Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture and sensing anomalies after the patient had been defibrillated.